Event description:
It was reported that the graft was leaking 2-3 weeks after the implantation. The physician re-operated to determine the cause of the leak, and found that the center of the graft was gone.

Manufacturer narrative:
The product has not yet been returned to the manufacturer.